Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a persistent atrial fibrillation procedure a farawave pulsed field ablation catheter was selected for use. The ablation was made successfully, the physician went to transfer the irrigation tube from the farawave to the mapping catheter and when using hemostats to unscrew the tube, the irrigation port on the farawave catheter broke off. As additional ablation was needed, the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis as it was disposed. The usage of the device to treat a persistent atrial fibrillation is considered an off-labeled use.